Manufacturer narrative:
Additional information h3, h6 and h10: the service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.